Event description:
Device report received from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure on an unknown date the forceps broke. The procedure was delayed approximately 20 minutes. The surgeon used a competitor instrument to complete the procedure. No additional medical treatment was needed. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The visual inspection of the returned device by the complaint handling unit revealed one prong is broken off. The broken off portion is missing. The manufacturing documents show conformity to the specifications. The microscopic view of the broken surfaces does not show any anomalies. The broken surface is homogenous what indicates material conformity. The exact cause of failure cannot be determined; the broken off portion is missing. The complaint condition is likely the result of too much applied mechanical force well beyond its calculated design during use caused the breakage.

Manufacturer narrative:
Device is used for treatment, not diagnosis investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.